Event description:
The customer reported an issue with the speaker and vibrate function of their pump, as it was not making any alert sounds. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to adjust the settings and perform a few tests to confirm the issue; however, the pump still failed to make a sound. As a resolution, technical support decided to replace the pump. The customer was informed of the steps to store the current pump and return it, and they acknowledged the receipt of a replacement pump with updated software.